Manufacturer narrative:
Device was received with a critical pump error alarm and pump error 35 problem isolated to the electronic assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error alarm noted. Unable to verify frozen screen due to critical pump error alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor error was occurred. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer was able to clear the alarm. Customer was able to rewind the insulin pump. Customer reported that the insulin pump had frozen display. Customer observe time clock but time did not advance. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.